Event description:
Patient was born premature, and was on nasal CPAP (continuous positive airway pressure) in neonatal intensive care unit. After several days on nasal CPAP, removed CPAP and noted necrosis of nasal septum.